Event description:
Customer was unable to shock a patient out of a-fib after 4 attempts. User swapped out the pads and was able to successfully convert after one shock.

Manufacturer narrative:
Review of the batch record for the lot was completed. There was no noted non-conformances in process and with the raw material. The retain sample was used for testing, the reported malfunction could not be recreated with the retain. No further action is required.